Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Upon loading a new cartridge the pump declared a minimum fill notification after filling the cartridge with 200 units of insulin. Customer¿s blood glucose (bg) was 501 mg/dl with trace ketones; bg was addressed with a bolus via insulin pen. Customer reverted to syringes for alternate insulin therapy.